Manufacturer narrative:
Additional information has been provided in d.10.,h.3., h.6., and h.11. A sample was not received at the manufacturing site for evaluation for the report of lens not advancing therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. The photos attached to the parent complaint were reviewed by the investigation site. Image 1: a cartridge is shown on a yellow tray with product label information. Image 2: product label for the intraocular lens (iol). The reported issue could not be confirmed from the photo review. Because an injector sample was not received at the manufacturing site and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, lens stuck inside cartridge, injector could not push lens out.